Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent surgery for benign thyroid disease between 2013 and 2019. Ligasure (small jaw) or suture was used to coagulate or ligate vessels. There were 1026 patients in the study, 809 of which underwent total thyroidectomy and 217 underwent unilateral lobectomy with isthmusectomy, and postoperative complications included: recurrent laryngeal nerve palsy due to hematoma in two patients. Drainage was required. Other causes of recurrent laryngeal nerve palsy were not related to the device.

Manufacturer narrative:
Title: the circumstances in which recurrent laryngeal nerve palsy occurs after surgery for benign thyroid disease: a retrospective study of 1026 patients. Source: j laryngol otol 2021; 135: 640¿643 published online: 14 june 2021. If information is provided in the future, a supplemental report will be issued.